Manufacturer narrative:
Age at the time of event: 18 years or older. The returned complaint device consisted of a peripheral rotalink plus device. The device was received attached to the advancer unit. Blood was noted in the advancer. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined and numerous sheath kinks were noted. In addition, the sheath was completely torn at 85.4cm and 97.2cm from the strain relief. Microscopic examination of the device observed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was also noted to be stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate and melted ultem was noted. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27-jun-2019. It was reported that the rotational speed not able to stabilize during preparation for use. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified anterior tibial artery. A 1.25mm peripheral rotalink plus catheter was selected for use. During preparation outside the patient's body, the rotational speed was set to 180,000 rpm; however, it was noted that the rotational speed went from 150,000 to 250,000 rpm. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis noted that the sheath was torn.